Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Customer declined to troubleshoot the issue with tandem technical support. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged resume pump alarm issue was verified in the pump logs; however, no failure was identified.